Event description:
It was reported that during device change out externalized conductors on the rv lead were observed via fluoroscopy. There were no electrical issues noted. The lead coil was capped on (B)(6) 2017 and the pace sense portion was reused. The patient condition was stable.